Event description:
The pt reportedly experienced intermittencies followed by a loss of lock between his external equipment and his implant. External equipment was exchanged. However, the problem was not resolved. Testing showed that the device was not functioning. Surgery to reimplant the pt's device has been scheduled.